Manufacturer narrative:
The instructions for use are provided to the healthcare and include the following: warnings: do not use the zio® xt patch on patients with known allergic reaction to adhesives or hydrogels or family history of adhesive skin allergies precautions patients with sensitive skin or known skin conditions should use the zio® xt patch with caution. If irritation such as redness, severe itching or allergic symptoms (i.e. Hives) develop, instruct patients to remove the zio® xt patch immediately.

Event description:
The patient presented contact dermatitis to his healthcare provider where oral and topical treatment was prescribed. The patient reported a skin reaction that extended over his body.